Event description:
It was reported that the arctic gel pad leakage caused abnormal device operation, which was resolved by replacing it with a new gel pad. The issue was noticed at the moment of use. The affected product was used on a patient. No impact to the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The initial reporter's phone number: (B)(6). The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the returned sample met specifications during evaluation. Visual evaluation of the returned sample noted one opened medium arctic gel pad kit present with no original packaging. One photo sample was received for evaluation. Visual inspection noted the following: no obvious visible defects such as cuts or tears in the foam. No visible chips or deformities at the ends of all connectors. Tubing for all the pads noted no kinks present. Hydrogel was intact with pads and not separated. No crushed dimples or signs of overlamination in the pads. All pads were returned wet. The returned photo shows a right chest pad sticker with lot number ngjy4253. The reported issue could not be verified without further testing. Each pad was individually tested using tm0301222 rev 3. All individual measured flow rates are outlined. Right chest pad: a total of 6.2 l/min m2 of flow rate were registered during the test. Also, the system diagnostics were reviewed, and circulation pump command was 41%, inlet pressure was -7.0 psi. Left chest pad: a total of 6.7 l/min m2 of flow rate were registered during the test. Also, the system diagnostics were reviewed, and circulation ump command was 41%, inlet pressure was -7.1 psi. Right thigh pad: a total of 5.4 l/min m2 of flow rate were registered during the test. Also, the system diagnostics were reviewed, and circulation pump command was 30%, inlet pressure was -7.1 psi. Left thigh pad: a total of 4.6 l/min m2 of flow rate were registered during the test. Also, the system diagnostics were reviewed, and circulation pump command was 33%, inlet pressure was -7.2 psi. According to the test method tm0301222 rev 3 the flow rate was found to be acceptable for the returned pads. (Acceptable range > 2.4 l/min. M2). No air leaks or water leaks were detected during flow testing. A risk review is not required as the reported event is unconfirmed. The labeling/packaging review is not required as the reported event is unconfirmed. A DHR review is not required as the reported event is unconfirmed. Based on the results of the investigation, no additional actions are needed. Corrections: d, f, h UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic gel pad leakage caused abnormal device operation, which was resolved by replacing it with a new gel pad. The issue was noticed at the moment of use. The affected product was used on a patient. No impact to the patient. Per follow up information received via task on 17sep2025, the sample has already been returned to the taipei office.